Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states she has had 4 surgical revisions for the ins to move it to a different location. Patient added, "I don't know what's wrong. I don't know if it's my body or what I'm doing, but it seems like after a while, every so often, the device itself moves and it becomes severely uncomfortable." Additional information was received from the hcp (healthcare professional) on 2019-oct-10. A nurse at the hcp office reports the third revision was on (B)(6) 2019. Chart notes indicated that patient had pain at pocket site and ipg was repositioned. When asked the weight and whether there were any unique patient anatomy issues related to the pocket revisions the nurse declined to provide private patient information and did not know cause of the need for pocket revisions. The other revisions are reported as separate regulatory reports. There were a total of 3 revisions, and the nurse said the 4th surgery the patient referenced was the initial implant. No further complications were reported or are anticipated.